Event description:
The customer reported the probe on their coulter act diff 12 analyzer was dripping about 2 mls of clear fluid onto the counter. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were associated with this event. There was no death, injury, or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
The customer technical specialist (cts) had the customer flush bleach out the waste tubing (#5) at the probe wipe assembly to resolve the probe drip issue. The probe no longer dripped after running samples to verify. (B)(4). Cts guided customer in flushing tubing.